Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the sustained fall by the patient could not be ruled out as a precipitating factor to the reported adverse event. Therefore, it cannot be concluded the reported events were associated with a mal performance of the implant or implant failure. It is unknown if the instructions for use documents for the knee systems was adhered to. The patient impact beyond the reported fall, central stud (articulating insert) breakage, and the subsequent revision cannot be determined since the patient health status is unknown. Therefore, no further clinical/medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification the quality of 7.5 mrad cross-linked ultra-highmolecular-weight polyethylene bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4)

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient had a fallen and the central stud had broken. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a jrny ii bcs xlpe art isrt sz 1-2 lt 10mm was exchanged. Patient's current health status is unknown.